Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) was in fill and the fill volume (fv) equaled 292 ml. The hp had a full supply bag. The registered nurse (rn) disconnected the bag and reconnected it to the heater line. They ended therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse and she said she did not have anymore information as she had just come in to help the nurse who was already present with the patient who had the alarm. She understood that disconnecting and reconnecting a bag was considered a breach in aseptic technique. No further information was available. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.